Manufacturer narrative:
Investigation into this event was unable to determine exact root cause of this event. Although, it appears likely that an unk sample interferant within the pt sample may have been the cause. Review of the results obtained suggests the sample may truly be an ahbc reactive as testing of additional hepatitis assays and testing with alternate methods for ahbc were positive. Repeat testing of the sample on an alternate vitros ahbc reagent (lot1192) were also negative. Analysis of the instrument datalogger files and quality control results could not find any evidence that an analyzer or reagent error had occurred. The root cause of this event is unk at this time.

Event description:
An ocd laboratory specialist (ls) reported that a customer obtained a false negative anti-hbc result from a single pt sample on two reagent lots on a vitros eci analyzer. These results did not agree with results generated on alternate test methods nor match other hepatitis marker assays. Quality control results were within acceptable ranges. Erroneous anti-hbc results may lead to confusion in the diagnosis and treatment of acute hepatitis. The non-reactive vitros ahbc results (lot 1210) were not reported and there was no allegation of pt harm as a result of this event. Note: the 3500a forms for MFR. Report # 1319681-2008-00168 are identical with the exception of the specific lot number of reagent and date of the event.